Event description:
A pump malfunction was reported by the caller with no notable events occurring prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, and after assistance from technical support, the caller successfully reset the pump without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappears.